Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had developed a hematoma around the device pocket a revision procedure was performed to evacuate the hematoma. No additional adverse events were reported.